Manufacturer narrative:
(B)(4). The customer reported to have inspected the device and found that the battery was discharged. The customer reported to have charged the battery and the reported condition was resolved. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated a battery inoperative diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.